Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) in the mid 500¿s mg/dl with ¿glassy¿ eyes associated with alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient self-treated with insulin via injection. During troubleshooting with customer technical support, the customer reported that the patient made changes to the basal program. It was also noted that the basal delivery totals in the total daily dose did not match; the basal edit screen was accessed. The basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with user error.